Event description:
It was reported that after opening the foil packaging on (B)(6) 2012, it was discovered that the foil packaging had holes in it. This was identified before use and it was not used on a patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). One unopened package was returned for evaluation. The package was in very poor condition and was very creased and wrinkled. The unopened pouch had been bent to the point that the breakaway portion of the device was snapped off. This caused severe dimpling of the foil and the paper folder. The foil package was folded at both ends. The pouch also had a stain of what appeared to be an oily substance on the label. The packaging was tested for leaks and there were no signs of any leakage through the foil.